Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. Additional information received states the patient began experiencing urinary incontinence following a prostatectomy. The patient was implanted with an ams sling device in 2012. After implantation with the sling the patient's incontinence improved and he was using two pads per day. The ams sling was later removed in 2019 due to unspecified reasons and a atoms sling was implanted. After the atoms sling was implanted the patient experienced no improvement in incontinence and was using 8 pad per day. The patient was then later implanted with an aus device in 2020.